Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. Fse replaced internal battery and resolved the problem.

Event description:
Unit failed the battery test during the preventive maintenance service. There was no patient involvement or patient harm reported.